Event description:
During a routine "pm", the "battery charging" indicator wouldn't illuminate with the power on and the console plugged in. A biomed field svc examined that unit and found a defective chip on a board. It was replaced and the problem was resolved. There was no pt involved.